Manufacturer narrative:
The customer confirmed qc after the event was acceptable. The customer's qc results were requested but not provided. The calibration results surrounding the event were ok. The investigation found sample short and sample probe abnormal aspiration system alarms surrounding the event. The field service engineer performed precision testing and no issues were detected. After service, no further issues were reported by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ise indirect gen.2 na and cl and bilt3 bilirubin total gen.3 results for one patient tested on a cobas 8000 cobas ise module and a cobas 8000 cobas c 701 module. Prior to patient testing, the customer confirmed qc was acceptable. On (B)(6) 2021, the initial results were reported outside the laboratory. The results were questioned and the patient's sample was repeated on the same analyzers on (B)(6) 2021. On (B)(6) 2021, the patient's initial results on the cobas 8000 cobas ise module were na 155 mmol/l and cl 91 mmol/l. The patient's initial total bilirubin result on the cobas 8000 cobas c 701 module was 1.6 mg/dl. On (B)(6) 2021, the patient's repeat results on the cobas 8000 cobas ise module were na 142 mmol/l and cl 102 mmol/l. The patient's repeat total bilirubin result on the cobas 8000 cobas c 701 module was 0.59 mg/dl. The customer determined the repeat results were correct. The na and cl electrode lot numbers and expiration dates were requested but not provided. The total bilirubin reagent lot number was 53234501 with an expiration date of 30-sep-2022. This medwatch is for the cobas 8000 cobas c 701 module . Refer to the medwatch with patient identifier (B)(6) for the cobas 8000 cobas ise module.